Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture procedure, the end of a dhs/dcs coupling screw broke inside of a lag screw. The broken, threaded end of the coupling screw was removed with a set of pliers from the lag screw and the lag screw was re-inserted in the femur without using a coupling screw. While the surgeon attempted to put the plate on the lag screw, the dhs/dcs impactor broke. It was reported that without using the coupling screw, the lag screw may not have been properly aligned to the plate. The surgery was completed with a 10-15 minute delay with no harm to the patient. The patient outcome was noted a ¿fine¿. Reportedly the dhs/dcs coupling screw and dhs/dcs impactor set look like it was old. The fragments were easily removed without any additional intervention. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation: product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The dynamic hip system ¿ general / dhhs design document adequately addresses the complaint condition ¿broken: tip broken intraoperatively¿. Specifically, the function ¿strength of instrument, whole system except connecting screw and dhs/dcs wrench¿, with a hazard of ¿breakage/bending of instrument¿. The coupling screw was likely damaged through an alignment issue as mentioned in the complaint. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.